Event description:
It was reported to boston scientific corporation that during a mid-urethral sling procedure (approximately 1 year ago) while using the obtryx mesh sling system the physician went through the bladder with the trocar. When the physician went in with cysto he noticed the mesh in the bladder. Additional info about the case, follow-up treatment or the pt is unknown. The physician is no longer on staff with this facility.

Manufacturer narrative:
A shipping history was provided disclosing that this facility only purchases obtryx systems, allowing for device identification and the most likely lots used. The complainant was unable to indicate the location of the device (still implanted); therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.